Manufacturer narrative:
The biomedical technician confirmed the issue, disassembled the device and replaced the speaker from the customer stock. The device was operational after repairs were completed.

Event description:
Philips received a complaint on the intellivue mx750 patient monitor indicating that there was a speaker malfunction error. There was no sound present. The device was in clinical use at time of event. No adverse event was reported.